Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia and chest pain. The reported blood glucose reading was 412 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.